Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. The patient was asymptomatic. Inhibition of pacing due to low amplitude signal was also noted. The oversensing was unable to be recreated with deep breathing and isometrics. Programming changes were made. The lead remains implanted. The patient was in good condition afterwards.